Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was compressing the screw on the anchorage mtp cp plate. During the final compression of the bone the cp screw somehow snap the plate. Surgeon took out the screws and put on a new plate and everything was fine. Surgeon is certain that prior to putting in the compression screw there was nothing wrong with the plate. He said right when he was about to fully compressed it the plate broke.

Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - right was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by deviating from the operative technique and bending the cp plate. Microscopic inspection revealed that the breakage areas show an important plastic deformation. The plate has been bent and deformed before breaking. Please note that the operative technique (an-st-1 en rev 2 anchorage optech) reads: ''when utilizing the plate benders, the following guidelines should be adhered to: ¿ do not apply on cp plates ¿ ensure the threaded holes of the plate are not disrupted during bending technique ¿ it is not recommended to bend at the plate extremities ¿ plates should only be bent in one direction ¿ do not re-bend plates [page 7]'' [original statement(s)] moreover, the instruction for use (v15095 rev b anchorage non sterile (drnot0040)) states: ''precautions for use - the product must not be modified: it should be used only if its integrity has been maintained. - the shape of the implant must not be modified by the user beyond its normal mode of functioning.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was compressing the screw on the anchorage mtp cp plate. During the final compression of the bone the cp screw somehow snap the plate. Surgeon took out the screws and put on a new plate and everything was fine. Surgeon is certain that prior to putting in the compression screw there was nothing wrong with the plate. He said right when he was about to fully compressed it the plate broke.